Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 mpxr (B)(4) (rep, hcp, for): information was received from a healthcare provider (hcp) regarding a patient for unknown spinal therapy. It was reported that when placing the rod, the holder made a clicking noise and slipped, and the set screw driver also slipped in reaction, and the set screw stripped. The stripped set screw was discarded. The procedure was completed without problems after replacement. There was patient involved in the event and no further complications were reported. Additional information was received on (B)(6) 2021: the products came in contact with the patient. The threads of the set screw was broken, but it had been replaced with a new one. Additional information was received on (B)(6) 2021: there is no allegation or malfunction associated with the rod and screw driver. Additional information was received on (B)(6) 2021: the product number and lot number of the set screw is unknown.